Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had several motor stalls starting in (B)(6) 2010 with recoveries noted in the event logs. The pump was alarming. The pt may have had x-rays and did go through a full body scanner. A motor stall occurred on (B)(6) 2011 at 1653 and did not recover. The pump had an eri (elective replacement indicator) of 26 months. The pt was being "supplemented with orals". The medication being delivered via the device system was compounded morphine. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.